Manufacturer narrative:
(B)(4). Additional concomitant medical products: 183032, vanguard cr ilok fem-lt 70,unknown; 141224, biomet cc I beam tray, unknown; unknown ,unknown patella, unknown. Reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the patient 's left knee poly component was revised due to instability approximately 10 years post implantation. No further information is available at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.